Event description:
Ous MDR - boston scientific received information that during a follow up check, the device showed episodes of ventricular tachycardia. Further review of the episodes noted that the episodes were not true ventricular tachycardia, but appeared to be noise on both the atrial and ventricular channels which was over sensed. It was noted that this resulted in double counting on both channels. It was also noted that the noise to noise cycle length was the same as the cycle length of the sinus rhythm. External interference was not suspected. No adverse patient effects were reported. The device was programmed with the blanking period increased and the ventricular sensitivity increased. Technical services confirmed artifacts on both channels and noted oversensing with no reported asystole for > 2 seconds. The oversensing resulted in inappropriate atr mode switches as well as v-tachycardia episodes storage. At this time the system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.